Event description:
8/12/02 customer alleges the pneumatic head gas spring is leaking fluid. Hill-rom has conducted a retrospective review of the complaints associated with the transtar stretcher and 5 other events relating to gas spring leaks were found. These events occurred between 11/01 through 08/02. The gas spring only contains a small amount of fluid, however it is possible for this fluid to drip to the floor. This may be considered a hazardous condition due to the possibility of someone slipping: therefore a report will be filed. No injuries have been reported with these events.